Event description:
It was reported that the customer had normal blood glucose levels of 100 mg/dl. The customer reported a battery out limit alarm from the insulin pump. The customer reported that a new battery was installed on the insulin pump but she received a failed battery test alarm from the insulin pump. Troubleshooting was done. The customer reported another failed battery test alarm on the insulin pump after installing a new aaa alkaline battery at room temperature. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information was provided.

Manufacturer narrative:
The insulin pump was received within normal operating currents and no failed battery test alarm noted. The insulin pump has minor scratched lcd window, cracked case at display window corners and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.